Event description:
Additional information received reported the event date was updated to (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vg5g, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A manufacturer representative reported a patient enrolled in a clinical study fell in the winter, sometime in (B)(6), after which time the short was found and the patient stopped receiving therapeutic benefit, she had a sudden return of urinary symptoms. One value was out of range, 0-3 was less than 50 ohms. It was reported that another manufacturer representative met with that patient at some point to attempt to program around the issue. A revision was going to be performed (B)(6) 2015, to replace the lead and they may replace the implantable neurostimulator (ins). Indication for use was reported as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0clu4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0clu4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from a healthcare provider (hcp) for a clinical study reported a worsening signs and symptoms. The patient fell down step on (B)(6) 2015 and hit the device site. The device was not working well as the patient was having leaking episodes. The device was found to be off, so it was turned back on by the doctor on (B)(6) 2015. However, the event was noted to be related to the lead; no clear allegation that the device turned off by itself. It was noted the battery life was 69-95 months. The following was also noted: p1: 0-/2+ 0.8 vaginal p2: 0+/2- 0.5 vaginal p3: 3+/2-/1- 0.4 vaginal/buttock p4: 3+/1- 0.55 vaginal and buttock. It was not clear if stimulation was felt in the vagina/buttock or not. No indication that the neurostimulator was revised or replaced. A new lead was used on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015.